Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated pump was slowly removed with the distal part of the intrathecal catheter. Cultures were taken but no results were provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient's pump became infected and had to be removed because it was becoming injuring to the patient. The pump was removed (B)(6) 2013 at the hospital and the hcp confirmed she did not see any notation about the pump being removed.